Event description:
It was reported that a malfunction alarm with code malf 6 occurred, but there was no reported adverse impact to the customer's blood glucose level. The technical support team assisted the customer with resetting the pump and provided information on how to perform the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue arises again. The customer acknowledged and understood these instructions.